Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, it was noted that the right atrial lead exhibited insulation damage. It was noted that the lead had exhibited noise prior to the procedure. The physician repaired the lead with medical adhesive on (B)(6) 2021 and the lead performed within specification. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, g3 and h6.

Event description:
New information received notes that deice interrogation reveled automatic mode switch, low pacing impedance and noise oversensing on the atrial lead. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was stable.